Manufacturer narrative:
Batch review performed on 2 september 2020: lot 1900725: (B)(4) items manufactured and released on 13-may-2019. Expiration date: 2024-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event: gmk-hinge 02.09.2603r femoral component size 3 r lot. 189374 (k130299). Batch review performed on 02 september 2020: lot 189374: (B)(4) items manufactured and released on 25-apr-2019. Expiration date: 2024-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-hinge 02.09.4003r fixed tibial tray size 3 r lot. 189380 (k130299). Batch review performed on 02 september 2020: lot 189380: (B)(4) items manufactured and released on 17-jan-2019. Expiration date: 2024-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2020, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. Presently, on (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed removed all components and implanted an antibiotic spacer. The surgery was completed successfully.